Manufacturer narrative:
Results: inherent risk of procedure ¿ (revascularization). Conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
During the index procedure the physician used one amphirion balloon to treat a lesion located in the left anterior tibial artery. Approximately 8 months post index procedure, the patient suffered re-occlusion of the left anterior tibial artery which was treated with by an unknown balloon target vessel revascularization. Investigator assessed that the event was not related to the study device or procedure. It is reported that the event is unresolved and is continuing.